Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an occlusion alarm. Troubleshooting with tandem technical support indicated that the occlusion was due to the infusion set tubing. Blood glucose (bg) level was impacted (300's mg/dl) and was addressed by administering a manual injection. Reportedly, the customer will continue to use manual injections as insulin therapy until new infusion sets arrive. The customer could not provide infusion set information.